Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient stated that she wants her device removed now as it is just causing her pain and hurting her. No further complications were reported or are anticipated. Follow up information received from the patient on sept. 23, 2019 reported that their healthcare professional (hcp) knows about the pain at the implant site issue and was supposed to call them. The patient had not received a call. They were not happy with the response and wanted the implant taken out because it ¿does not work:¿ and ¿it hurts¿. There were no further complications reported or anticipated.